Event description:
(B)(4).

Manufacturer narrative:
Document review: quadra s femoral stem size 3 std short neck- ref. 01.12.03sn/ lot 103965 ((B)(4) stems produced). All parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization cycles. (B)(4) stems belonging to this lot have been already implanted and no incidents have been reported up to now.